Manufacturer narrative:
The reported complaints of premature discharge of battery and inadequate therapy were not confirmed by analysis. Final analysis of device image noted extensive usage of defibrillation due to patient need. Longevity assessment found the device was operating at the elective replacement indicator (eri) voltage consistent with normal usage. No anomalies were detected.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) had delivered inadequate high-voltage therapy, suspected to be due to premature battery depletion. The patient experienced episodes of ventricular tachycardia that were not appropriately treated by the device. The ICD was subsequently explanted and successfully replaced, and the patient remained stable.